Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned device confirms the reported damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that femoral impactor, a fb tibia impactor, a 5r femoral trial. No more information for pieces other than found after sterlization, all in one piece, just hairline crack.